Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the balloon rated burst pressure.¿ (B)(4).

Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in the distal right coronary artery (rca). A 3.00mmx12mm emerge balloon catheter was advanced for dilation. However, upon inflation beyond the burst limit at over 14 atmospheres, the balloon ruptured. When the device was taken out of the artery into the guidewire, it was noted that the tip had separated from the balloon. The physician then pulled the entire wire and balloon out together, and removed the tip of the balloon in that fashion. No segment of the balloon was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.